Event description:
In (B)(6), we contacted a bd alaris representative concerning (19) of our etco2 infusion pump channels. We sent them a list of the devices that all seemingly fell into a recall status category, due to the error codes produced by the individual devices (FDA class ii recall #z-2935-2020). The error codes (570.6200 or 570.6500) all indicate the same faulty circuit board (oridion board) and, due to the design of the channel, replacing this board is the only way to remedy the triggered errors. The bd rep sent me a response indicating that none of the serial numbers of the devices we sent him fall into the group of devices "impacted by the recall." This seems like a strange coincidence that we now have (21) pump channels (and counting) that show the same error codes expressed in the recall but are not identified in the lot of devices that the recall outlines (with specific manufacturing/distribution date ranges). The list cost of this oridion board as quoted by bd to us back in (B)(6) of this year is (B)(6) (board only, with no additional hardware for install or calculated labor). This is slightly lower than the price of a third-party company fixing it for (B)(6). So, we have a significant number of broken channels that bd is assuming no responsibility for, like other issues which have arisen. One of our pharmacists also reached out to bd the week of (B)(6) 2021 and was told the same thing: our current broken serial numbers do not fall within the affected serial number range for the recall. We are seeking the FDA's help in pressing bd to expand the scope of this recall, as it is very evident to us that they have a bigger problem than initially identified. Not only is this potentially a significant cost outlay for our hospital but seriously impacts our ability to provide adequate patient care with many broken infusion pumps during extremely high census days, which we are experiencing during this pandemic. FDA safety report ID # (B)(4).